Event description:
Reporter stated, "dr explained that he attempted to insert this tibial insert onto tibial baseplate in the usual (same) fashion he implants many per year. After several attempts he felt uncomfortable with this particular insert locking mechanism and had another insert opened. This insert locked onto the baseplate immediately. There were no adverse consequence for the pt or delay in surgery or anesthesia time.